Manufacturer narrative:
A return kit was sent to the physician in the event a section of graft can be returned for analysis. Records show that the surgeon implanted the same procol model in two pts during 2007. It has not yet been determined which serial number was implanted in this individual. Additional lot # sb013063

Event description:
A 10cm graft segment was implanted to bypass an infected segment of an existing forarm eptfe hemodialysis access graft. Approx four months postoperatively, the pt presented with "aneurysmal changes" and necrotic appearing skin over the graft. The physician described numberous needle holes indicating a lack of needle rotation during cannulation. Graft replacement is planned and pending as of the time of this initial report. The device has not yet been returned for analysis.